Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
I have picked up three (3) hardinge cement restrictor introducer which have broken.

Manufacturer narrative:
Product complaint # (B)(4).

Event description:
Additional information received stating that there was a surgical delay of 2-5 minutes.

Manufacturer narrative:
Product complaint # ==> (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary ==> the returned product confirmed the complainants findings that the numbers were hard to read. A complaint search on the product lot number 959294 identified no previous complaints from this batch. The lot number also identified the product as being manufactured in 1995, making the product 24 years old. Based upon the age of the product and the fact that no other complaints have been received from the same batch, the complaint shall be deemed to be wear and tear and found to be justified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # b)(4). Investigation summary ==> the returned product confirmed the complainants findings that the numbers were hard to read. A complaint search on the product lot number 959294 identified no previous complaints from this batch. The lot number also identified the product as being manufactured in 1995, making the product 24 years old. Based upon the age of the product and the fact that no other complaints have been received from the same batch, the complaint shall be deemed to be wear and tear and found to be justified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.